Event description:
Boston scientific received info that this device triggered it's elective replacement indicator (eri), earlier than expected per product labeling. It was noted the device had prior interrogation messages of a possible battery anomaly; however, during this time, boston scientific's technical services reviewed and confirmed via data analysis that those alerts were unintended and the battery appeared to be depleting as expected. The device is to be returned for a post market longevity assessment following explant. No adverse pt effects have been reported.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.